Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: one unused 101/870/080cz bluselect 8.0, suctionaid, cuffed, non-fen was returned for investigation with its original packaging. During manufacturing process, the devices are 100% inflation tested, which includes inflating each device cuff and leaving for a 12-hour period. Reductions in pressure over this time are considered a failure and the device would be rejected. The inflation test was repeated on the received sample. It was found that it is not even possible to inflate cuff as it leaks so badly. Source of leak was identified to be hole in cuff. History of internal ncrs (nonconformity reports) showed that there was a raised internal nonconformity report due to cuff tear which was found after inflation test. Corrective actions have been taken including initiation of quality alert, training of whole production during production town hall meeting, replacement of gauges and equipment with sharp edges by blunt versions, warning in manufacturing procedure and establishing better organization on affected workplace. Reported lot number was manufactured (october 2024) after implementation of corrective actions (december 2021) but no signal of confirmed complaints in relation with this issue was identified, cuff tear prior use is reported rarely. This failure is considered to be isolated incident without any further action taken from ICU medical (smiths medical).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that ¿when they tried to cuff the new blu select 8.0, suction aid, the cuff was broken¿. There is no patient involvement.